Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2290408. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the pinch clamp was missing. The following was received from the initial reporter: the patient was admitted to the hospital due to cerebral hemorrhage. On (B)(6) 2023, the responsible nurse followed the doctor's advice to treat the patient with intravenous infusion. When using the closed intravenous indwelling needle, it was found that the pinch clamp was missing and could not be used. Immediately replace other indwelling needles with closed infusion, and no harm was done to the patient.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the pinch clamp was missing. The following was received from the initial reporter: the patient was admitted to the hospital due to cerebral hemorrhage. On (B)(6) 2023, the responsible nurse followed the doctor's advice to treat the patient with intravenous infusion. When using the closed intravenous indwelling needle, it was found that the pinch clamp was missing and could not be used. Immediately replace other indwelling needles with closed infusion, and no harm was done to the patient.